Event description:
It was additionally reported that there was no patient involvement; the fault was observed during annual preventative maintenance.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition and without external damage. A review of the event history log found a motor rate error. Flow and occlusion tests were performed and were unable to verify the reported issue. Based on the evidence, no fault was found with the device and a root cause was unable to be determined.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor error. No adverse patient effects were reported.